Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, customer¿s blood glucose level was ¿high¿, value was not provided. Cause of elevated bg was due to customer not delivering correction boluses throughout the day. Customer addressed high bg with a manual injection. The customer reverted to an alternate method of insulin therapy.